Event description:
Reporter alleged blood glucose measured 121 mg/dl at 10:01 pm; however, customer felt sweaty and did not feel well so paramedics were called. It was stated paramedics meter measured 40 or 50 md/dl so customer was treated with a glucose IV before being taken to the hospital. Reporter stated hospital tested glucose, however, value was unknown. Reporter indicated not being certain what type of treatment customer received at the hospital; however, was still there at the time of the call into the manufacturer. A request was made for the return of the suspect device and replacement product was sent.